Manufacturer narrative:
Analysis of the fiber revealed a fiber break where the fiber was still attached at the break point and revealed a missing distal tip. The accumulated burned/melted and elongated buffer material at the break point indicates that the attempted laser energy transmission was made after the fiber had been broken. The distal area of the fiber where the tip should be exhibited sings of charring. The missing reuse cycles tag and distal tip indicates the fiber was possibly handled roughly. It was noted that the fiber did not break when tested on the bend radius test fixture and the successful transmission of laser energy indicates that if not broken, the fiber would have operated according to specification. The break that was observed in the fiber was likely unknown to the user until laser energy transmission was attempted. It is likely that the break occurred due to a mechanical force such as bending or coiling the fiber beyond the manufacturer recommended minimum bend radius of 7mm. Dornier fibers are fragile and must be handled with utmost care by the user. It is also likely that the fiber break was caused by the end user mishandling the fiber during fiber reprocessing and re-sterilization activities.

Event description:
"Fiber break" reported.